Manufacturer narrative:
New information added to the following fields: d8, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the balloon dilator balloon had burst during procedure before dilating to 20 mm. The issue occurred in the middle of a therapeutic esophageal dilation. There were no reports of delays. The burst balloon was retrieved from the patient with no issues. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to bursting. Olympus will continue to monitor field performance for this device.